Manufacturer narrative:
A visual inspection was performed on the returned catheter, stylet, regrooming sheath, dispenser hoop and chipboard box. Deformation due to compressive stress (kinked shaft) was confirmed. The packaging problem was confirmed (kinked dispenser hoop). The contamination / decontamination problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that inadvertent mishandling during unpackaging contributed to the reported issue; however, this cannot be confirmed. Additionally, analysis was unable to confirm the contamination within the dispenser hoop. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the 2.75x38mm xience skypoint stent delivery system (sds), the dispenser hoop and proximal, mid and distal shaft of the sds were kinked. Reportedly, a foreign body was noted inside the dispenser hoop. Therefore, the sds was not used in the patient and a non-abbott balloon expanding stent was used to treat the target lesion. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.